Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the rutner suprapubic balloon catheter fell out of the patient one day after being placed. The balloon was reinflated to place the device again, but it stopped draining two days later. A new catheter was placed, but there were no further injuries aside from this replacement procedure.